Event description:
Device malfunction: unknown device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the starclose device "failed". Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.